Manufacturer narrative:
Estimated date- this report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates estimated. The additional patient effects referenced will be filed under a separate medwatch report #. The device was not returned for evaluation. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided.

Event description:
It was reported through a research article identifying xience v that may be related to the following: patient death, myocardial infarction, revascularization, rehospitalization. This article summarizes clinical outcomes of 231 patients that were treated with xience v stents. Specific patient information is documented as unknown. Details are listed in the article, titled "a randomised comparison of a novel abluminal groove-filled biodegradable polymer sirolimus-eluting stent with a durable polymer everolimus-eluting stent: clinical and angiographic follow-up of the target I trial."